Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (te's nonfunctional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the cable connecting the two rear therapy electrodes. The cable was damaged, breaking the solder connection inside the r1 therapy electrode. The broken connection caused the failure. The root cause for the damaged cable and solder connection was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes (tes).